Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, and a review of product labeling. A search for similar complaints determined no other instances of this event have been reported. A review of tracking and trending did not identify an increase in complaint activity for the current issue. A review of the instrument documentation found no information on repetitive motion injury is provided to the customer. A review of historical data does not indicate this is an on-going systemic issue. Based on the available information, no systemic issue or deficiency of the architect reagent cartridges was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a laboratory employee sustained a muscle injury while opening abbott reagent wedges. The injury resulted in pain and swelling of the hand. The employee received treatment in the a/e department with a mild pain reliever and anti-inflammatory medication. The exact type and dose of the medications are not known. The employee has made a full recovery.